Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had not been able to successfully connect to their stimulator and adjust their therapy settings. When asked what steps were or would be taken to try to resolve the issue, they responded they had only been able to connect the programmer with the communicator once to get the arrows to respond after many attempts and many hours of trying. The cause of the device not responding/inability to increase stimulation was reportedly determined. When asked what most likely caused or contributed to the issue, they stated, "maybe the device should be larger. It keeps moving to different areas." They were not able to have a care giver help them hold the communicator on the device. The cause of the communicator not powering up initially was not determined. When asked what most likely caused or contributed to the issue, they replied they could not seem to get the communicator to stay on the device long enough to see the arrows.

Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient (pt) reported they are not getting any benefit from the therapy and stated they want to increase stimulation due to this, but the pt was not able to. The pt stated they need instruction on how to do this. The rep had sent the pt a video with instruction on how to use equipment, but they were not able to access the video. Patient services walked pt through trying to connect with ins. The pt confirmed they thought they could feel the ins to ensure they had communicator directly on ins. The pt reported getting device not responding. The pt stated they thought they selected micro my therapy application, not my therapy app. Patient services asked for event date and the pt stated they were not getting any benefit from the implant except for the first night that pt stated was "fine" and then after that pt reported it "went downhill". The pt later stated they think the only date it helped was the 14th. They "went in" on the 14th and that's the only date it helped (agent was not clear what pt was referring to by this).the pt was requesting education via video so patient services did not complete any further troubleshooting on the call and emailed pt video instruction on how to connect with ins. The pt was going to watch the video and will call patient services back if they were in need of further education following watching video. The issue was not resolved through troubleshooting. See above. The pt initially stated when trying to power on the communicator that "nothing happens". The ot confirmed that the communicator was fully charged when the pt unplugged the communicator from charger. The pt plugged the communicator into the charger and stated the orange charging light came on and communicator powered on when plugged into charger. The pt unplugged communicator from charger and confirmed communicator powered on when not plugged into charger on the call. Patient services was unsure if the pt wasn't pressing the communicator power button correctly when the communicator wasn't powering on initially. The equipment was w working as designed at end of call. Later that day, the patient called back  requesting assistance accessing email. Patient services walked the pt through accessing the email with the video tutorial. The pt confirmed they were able to access the interstim micro smart programmer instructions video, but pt could not figure out how to get their computer volume working. Pt will work on getting computer volume on and will view the video tutorial. The pt was going to call back after viewing the video if they need further instruction on how to connect with ins. Additional information was received from the patient. They reported that patient said was still receiving same message "device not found" and requested assistance and reported that they were up 6 times last night. Patient services reviewed navigation basics, and after a couple of attempts the patient connected to implant; however, received code por and that battery was less than 10% full and therapy had been turned off. Patient services explained that the message is due to battery level of neurostimulator and will be resolved when neurostimulator is charged up. The issue was not resolved through troubleshooting. The patient was going to call back for recharging assistance when they could make arrangements for a caregiver to be present and help. Later that day, the patient called back requesting assistance with recharging said that they hadn't charged before. Patient services reviewed recharging steps; however, the patient was having difficulty finding the device. Patient services reviewed recommendation. The patient repositioned a few times; however, it did take a while as patient was with herself at this time and the first time recharging. The recharger did find the implant a couple of times, but lost connection right away. The patient said they had moved it all over and couldn't seem to find it. The issue was not resolved through troubleshooting. The patient was going to make arrangements for a caregiver to be with her and were going to call back to resume troubleshooting. The patient called back again with caretaker present. Patient services reviewed how to charge the ins and launch the recharging application. The patient initially encountered 1707 but this was resolved by dismissing the message and repositioning the recharger. The battery was showing 10% with excellent coupling and therapy was off. Patient services reviewed that once the patient was finished charging they will need to turn therapy back on again using the micro my therapy application. Patient services offered to send instructions but patient declined. The patient was going to call back once charging was complete. The patient called back to use their handset and the communicator to turn therapy back on. The patient was not able to connect. The patient got a message unexpected error encountered. Patient services tried to power off the handset and back on and wouldn't restart. Patient services got mobility on the call. The patient then got connect log in error. They had the patient power the handset off and back on and the screen kept timing out. The patient didn't have anyone to help her. The patient hung up to see if someone in her assisted living could help her. The patient said they "swear this thing in their body moves around". The patient was going to call back in the morning with their helper present in order to use the handset. Additional information was received from the patient. They reported that the patient called back. Patient services was able to walk them through how to communicate with the handset and communicator to the stimulator. They were able to turn the therapy from off to on and they were on program 7 at 2.0 volts. They were not able to feel anything. They tried to increase it all the way up to 12.0 and felt nothing. They did that on all programs from 1-7 and increased to 12.0 and felt nothing. The patient left it on program 1 at 2.0. They were going to call the doctor and let them know it wasn't working and they feel nothing. They were getting no relief at night. The patient had no falls or accidents since the surgery.